Manufacturer narrative:
Section h: the device was examined by physio-control and the defibrillator standoffs were found to be broken, allowing the case to separate slightly, resulting in an intermittent connection between the defibrillator and monitor. The loss of contact could have resulted in symptoms similar to the reported malfunction. The standoffs were replaced and the device was returned to the facility for use.

Event description:
Per medwatch: "working cardio-pulmonary resuscitation from gunshot to chest. Pacing patch placed & pacing begun. Capture at 100 mas. Pacing "kicked-off" and restarted. Captured at 60 mas. Pacing kick-off second time and service light came on. Pacing restarted at 60 mas." The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.